Event description:
A user facility reported to olympus that an image was not present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The user facility provided additional information to olympus, stating that the problem was determined to be associated with a cable; the suspect device was not returned to olympus. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The reported problem occurred, during a diagnostic colonoscopy procedure. The intended procedure was completed. This is report #1 of 10, due to multiple events reported.

Manufacturer narrative:
This supplemental report is submitted, to provide additional event related information and a correction. The user facility provided additional information, that the problem was not resolved as previously, communicated to olympus. And the problem was not the cable as initially determined. The suspect device was returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing. And the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.